Event description:
During an atrial fibrillation pfa procedure, optical issues with the tactisys resulted in a procedural delay. It was noted that when the tactiflex se catheter was connected to the tactisys quartz and ensite x amplifier, the contact force gram display was not displayed. After some time, the contact force gram was displayed, but the contact force gram went up and down unsteadily, and the contact force display disappeared intermittently. Connections were checked, the catheter was reconnected to the tactisys, the tactisys was restarted, the amplifier was reset, the lan cable was replaced, but the issue persisted. The tactiflex se catheter was replaced, but the contact force display intermittently disappeared. The tactisys quartz was replaced and the issue was resolved. It was noted that the gray connector port on the front panel of the tactisys was stiff and it was difficult to remove the cable. The procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One tactisys¿ quartz (B)(6) was received for evaluation. A known-good catheter was connected, and contact force was not observed. Fiso diagnostic identified a signal loss on channel three. After cleaning the lc/lc fiber optic adapter, signal and contact force functionality were fully restored. Based on the information and investigation provided to abbott, the root cause was isolated to debris within the lc/lc fiber optic adapter. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.